Event description:
Device was returned for an unknown reason. During service, technician found that drive shaft was worn, ball bearings in extension sleeve were defective and temperature was above specification. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was found that the drive shaft was bent, the ball bearing in extension sleeve were defective and temperature was above specification due to normal wear. Device was inspected, and repaired by replacing a few components.